Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(6) of peritonitis in a home patient (hp). On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the peritonitis was that the patient did not wear a mask. On an unreported date, the patient began treatment with invanz (1gm in the first bag and 250 mg in the next three bags). It was not reported if the hp recovered from this peritonitis event. It was not reported if the hp was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.